Event description:
(B)(4). Never asked if I have an existing nickel allergy. I have since childhood and have experienced an allergic reaction to coils since procedure. I experience pelvic pain and cramping; bleeding in between periods; heavy menstrual cycles and long cycles. They may last for 10 to 14 days; bloating and swelling through out all of my body; unexplained vomiting; severe headaches; uncontrolled bowels; numbness in feet to the point where I cannot walk; aches and pains in joints; severe hives nightly; burning of my skin.